Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Broke apart) and stuck inside- vagina, tampon [foreign body in reproductive tract] broke apart- tampon [device breakage] . Case narrative: consumer reported via e-mail that the tampon broke apart and was stuck inside the vagina. No serious injury reported.

Event description:
(Broke apart) and stuck inside- vagina, tampon [foreign body in reproductive tract] broke apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon broke apart and was stuck inside the vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
(Broke apart) and stuck inside- vagina, tampon [foreign body in reproductive tract]. Broke apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon broke apart and was stuck inside the vagina. No serious injury reported.